Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field: describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a percutaneous catheter myocardial ablation procedure. During the procedure, the user mentioned that they experienced resistance when trying to cross the septum with the non-boston scientific dilator and they were concerned that the nrg rf needle might advance suddenly. Therefore, the device was replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (discarded). It was further reported that a non-boston scientific vizigo (jj) dilator was used. The device was still outside the patient when resistance was felt.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a percutaneous catheter myocardial ablation procedure. During the procedure, the user mentioned that they experienced resistance when trying to cross the septum with the non-boston scientific dilator and they were concerned that the nrg rf needle might advance suddenly. Therefore, the device was replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.